Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. 43 cm distal of the is4 connector pin, the lead body was severely damaged by squashing and deformation, and a fracture of the conductor leading to the distal ring electrode was detected. 37 cm distal of the is4 connector pin, another fracture of the conductor leading to the distal ring electrode was detected. These damages are with high probability the cause of the clinical complaint.the observed damage pattern requires excessive pressure and bending stress on the lead body. The characteristics of the damaged structure of the lead body 43 cm proximal of the connector and of the fractured conductor lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The characteristics of the conductor fractured at 37 cm are probably a result of excessive mechanical stress of the lead in the pocket area.a lead defect below the ligature marking could not be confirmed.in addition, the analysis found cuts in the lead body and blood inside the lead body 40 cm distal of the is4 connector pin, in the area of the ligature marking. These are probably due to the extraction process.the manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly.in summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the pacing impedance was out of range (over 3000 ohms). After loosening the sleeve, a defect of the insulation became visible.